Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer was unable to provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported a triage tni result of 1.79 ng/ml. The patient was taken to the hospital and received a troponin ultra tni result of 0.00 ng/ml. In an update, the customer stated the issue was resolved and the triage tni result was increased due to a high bnp. No clinical picture of the patient or additional explanation was provided. Although requested, no additional information is available from the customer.

Manufacturer narrative:
Corrections: model number corrected to 97300eu.